Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) and right atrial (ra) leads were surgically abandoned due to unspecified impedance meaurement issues. The pacemaker was also explanted during the procedure. No additional adverse patient effects were reported.